Event description:
On (B)(6) 2018, a reporter for the patient (patient¿s daughter) contacted lifescan (lfs) (B)(4), alleging that the onetouch select meter displayed inaccurate high results compared to a calibrated lab meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 in the evening when the patient was at the hospital. The patient obtained an alleged high blood glucose reading of approximately ¿9 mmol/l¿ on the subject meter, compared to ¿5 mmol/l¿ with the lab calibrated meter, performed within 10 minutes difference of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with insulin (type unspecified, self-adjuster) and the reporter indicated that the patient took 4 units of ¿humalog mix 50¿ in response to the alleged high reading. The reporter informed the csr that, at unspecified time after the alleged issue began, the patient started ¿feeling bad¿ and develop symptoms of ¿weakness and sweat¿ and in response to the alleged symptoms, the doctor was contacted. The reporter confirmed that the patient blood glucose level was checked, obtained a reading of ¿2 mmol/l¿ with the doctor meter and the patient received some ¿food (sugar)¿ as treatment. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. The reporter could not confirm if the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken or if the patient was following the correct testing process. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.